Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient woke up from a nap unable to move the left side of their body. The patient called for their wife then subsequently lost consciousness. When emergency medical services arrived, the patient was unresponsive and needed assistance with ventilation. The patient became desaturated and was intubated in the emergency room prior to the head computed tomography (CT). Serial head CT scans and electroencephalogram (eeg) were performed. The patient was non-compliant with medications and had a subtherapeutic international normalized ratio (inr). A basilar artery thrombectomy was performed. The family decided to withdraw support as prognosis deemed the patient unrecoverable. The patient passed away due to withdrawal of life support caused by an embolic and ischemic stroke conversion to a hemorrhagic stroke. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including stroke, other neurological events (not stroke-related), respiratory failure, and death. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. The IFU also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.